Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to treatment date. Review of the logfiles for the day of treatment showed no errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed. The picture of the ablation check for the treatment day showed no complete visible step between the two parallel orientation lines so the ablation check criteria was not fulfilled. In this case this can lead to a too thin flap. However, the user performed multiple treatments on this day. The energy was stable during the treatment day. The corresponding treatment could be identified in the logfiles. No relevant deviation between planned and performed energy was detectable for the treatment. The user operated surgery with high energy settings. The spot/line separation the settings used for the bed cut and side cut were not permitted. These settings result in a very high energy input per area. Clinical review showed there was no impact on the final outcome of the patient. Review of the treatment report showed there was a lot of liquid and also a small decentration. The eye seemed a little tilted as well. The bed cut settings were not in the permitted area. Root cause is due to user handling: the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device has been reviewed. The associated device was released based on company¿s acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical applications specialist reported that during a refractive surgery, an irregular stromal bed was noticed after the flap was cut. There was no impact to the patient's final outcome. The patient's vision is good and very happy. The doctor does not know if the irregularity (small focal point elevations with no interference with visual axis) was from the flap cut procedure or if it was due to a pre-existing situation. Upon follow up, only one eye experienced these issues during lasik. Which eye was involved is unknown.